Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the usb cable melted when it was plugged into a power source. The customer reported no damage to the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was able to charge the pump successfully using an alternate usb cable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the usb cable melted while being plugged into a power source. The customer reported no damage to the pump. The customer was able to charge the pump successfully using an alternate usb cable. Reportedly, the customer recently started using a feeding tube and experienced an elevated blood glucose (bg) level of 342 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer was working with health care provider on adjusting the basal rate settings to address the elevated bg level.